Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call after receiving the event details, tac attempted several troubleshooting options, including trying different scopes and reseating the cabling. As the customer wasn¿t getting an image with the 180 series scope, tac recommended trying a 190 series. The 190 series scope did provide an image. Tac then recommended trying the pigtails in another room to see if there was a connection issue. At that time, the customer had to get off the call. Tac provided the reference number for the case should the customer call back in. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that he was not getting an image on his olympus evis exera iii video system center. According to the initial reporter, only color bars were present. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. It is possible that the image issue was caused by a faulty printed circuit board. In addition, the root cause of the color bar displayed on the monitor could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.